Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer is unsure whether she lost consciousness. Customer consumed carbohydrates to address bg and continued to use the pump for insulin therapy.